Manufacturer narrative:
The srt-100 system vision used to deliver therapy operated within its normal design parameters. No issues associated with this system have been noted during the initial review manufacturing testing, inspection, installation, and servicing records. The device has been maintained and an inspection by service personnel showed the device operating within normal parameters with no anomalies. (B)(4).

Event description:
A patient contacted sensus through the website stating they had received srt treatment on their legs for squamous cell skin cancer. Patient developed wounds at the treatment sites.